Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. Customer's blood glucose at the time of incident was 552 mg/dl, current blood glucose is 93 mg/dl. It also stated that customer was hospitalized two week ago for diabetes ketoacidosis and customer was already performed troubleshoot for previous svn. The customer did not experienced any symptoms. It also reported that the drive support cap was normal. Customer was not neither hospitalized nor admitted for high blood glucose. The customer was treated high blood glucose with manual injection. Customer was advised that the replace the insulin pump. The insulin pump will returned for analysis

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms were noted. The device passed functional test including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The device functioned properly. It was received with a cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.